Event description:
It was reported that there was no power to the bed. No adverse consequences were reported.

Manufacturer narrative:
Investigation determined that the user facility has been known to move beds without unplugging the bed properly first resulting in one of the prongs on the plug breaking.